Manufacturer narrative:
This ipg serial number is included in a field advisory. Evaluation, results: the complaint could not be confirmed. The returned charging system functioned as intended and passed the entire test. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a scs system along with surgical lead on (B)(6) 2011. The patient claimed she did not have stimulation and a low battery warning was observed. Patient had gained weight recently. Connector did not come apart. Patient last charged 2 months ago. A replacement charger was shipped to the patient. No additional information has been obtained if the replacement resolved the patient's complaint.